Event description:
Report of sampling port coming out of set. This set was used with an intra-aortic balloon pump. It was reported that when the nurse flushed the line, the sampling port popped out of the set. This was noticed immediately, so the practitioner was able to intervene immediately, and no blood loss or pt harm occurred. The tubing was changed to solve the problem.